Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for failure analysis evaluation. Therefore, the cause of the customer reported failure cannot be determined. An image of the harmonic ace instrument was provided by the customer and evaluated. The image appears to show the blade of the harmonic ace instrument broken off. The root cause of the failure mode cannot be confirmed without the returned device.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the blade of the harmonic ace instrument broke when the surgeon was removing the liver parenchyma. A fragment from the instrument fell inside the patient and it was retrieved during the same procedure. The customer used a backup harmonic ace instrument to continue with the procedure which was completed robotically. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the harmonic ace instrument did not collide with any other instrument or other hard material during the procedure. The customer removed the fragment with endoscopic instruments. All fragments were confirmed to be retrieved by the assistant and the nurse. No additional surgical procedure was required to remove the fragment. No post-operative test was performed to check for remaining fragments. The fragment was discarded when the instrument was sterilized.

Manufacturer narrative:
The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly the base. A piece approximately 0.383" x 0.085" was found to be broken off. Broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. In addition, updated harmonic ace instrument lot and sequence numbers were included.

Event description:
Refer to h10/h11 for follow-up information.